Event description:
The device was used during a hysterectomy procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition was not confirmed as the clinical units were not returned for investigation. The suture was confirmed for an unrelated condition. The suture was found to be degrading. This condition is attributed to exposure to excessive temperatures and humidity.